Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut off with 25% battery life. After being connected to a power source the pump was able to be turned back on and the battery gauge displayed 5%. Customer reported blood glucose level was 130 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.